Manufacturer narrative:
The customer's provided calibration and qc data were acceptable. Based on the available information, there was no indication for a performance issue of reagent. The customer's alarm trace of the date of the event was requested but not provided. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
On (B)(6) 2020, the customer performed precision testing. On (B)(6) 2020, the customer received ise calibration flags and the customer replaced the ise reagents. On (B)(6) 2020, the customer performed precision testing with acceptable results. The customer performed morning ise calibration and qc with passing results. At 16:45, the customer had failing ise calibrations. The customer reported further calibration issues. The field service engineer replaced various parts and performed adjustments. He performed direct and indirect calibration with passing results. The customer performed calibration, qc, and precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas integra 400 plus. The customer stated that there have been ise calibration issues since (B)(6) 2020, when service was onsite. The customer confirmed the qc was acceptable prior to patient testing. The patient's initial na result was not reported outside the laboratory. The customer stated the patient's initial na result was lower than expected. The customer performed repeat testing with a different analyzer as well as the initial analyzer for confirmation. At 13:48, the patient's initial na result was 126 mmol/l. The patient's repeat na result on a different integra 400 analyzer was 136 mmol/l. The time of measurement was requested but not provided. At 14:11, the patient's repeat na result on the initial analyzer was 134 mmol/l. The customer determined the repeat na result of 134 mmol/l was correct. The na electrode lot number and expiration date were requested but not provided.